Event description:
The customer reported that the system has "intermittent fluoro" and a damaged ethernet connector on the workstation.

Manufacturer narrative:
The ge service rep replaced the interconnect cable. He ordered parts, replaced the ext I/f pcb, and verified pacs connectivity. The system operates properly at this time.